Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial#(B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported the date on the personal therapy manager (ptm) was not accurate. The date was incorrect and the issue began last week when the pump was refilled. Changing the ptm batteries did not change the date. The patient was still able to receive a bolus. The alarm date read ¿9/10¿ so ¿all of that¿ read good. The drug being delivered by the pump was not reported.